Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the patient's device was removed due to infection. Additional information has been requested, a follow up report will be sent if additional information is received.